Manufacturer narrative:
Other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Additional information was received on 2017-feb-15 from the patient¿s healthcare provider (hcp) on 2017-feb-15. Office visit notes from the patient¿s visit to their hcp on (B)(6) 2012. It was reported that the patient was admitted to a rehabilitation facility. The patient¿s hypertonia was significant on admission and the patient reported a slow progression of tone over the period of a few months, but did not communicate change. The patient was taking more oral baclofen up to 60 mg/day and tizanidine 4 mg three times a day with marginal improvement. The hcp performed an x-ray, with no apparent disconnection, so the patient¿s intrathecal baclofen was increased by 30% to 740 mcg and the oral baclofen was stopped over the period of a week in order to assess pure itb effect. According to the hcp, there was no significant change in hypertonia. A 100 mcg bolus was performed with no effect, though side port aspiration was attempted with good flow as a result. The patient was reportedly not responding to the intrathecal baclofen and the hcp speculated that there might be a fracture or a leak in the catheter. In correspondence with the hcp, a second hcp speculated that the catheter possibly was leaking. The second hcp also speculated that it could be the result of the drug getting sequestered at the catheter tip. It was confirmed by the first hcp that the patient¿s pump had a predictable residual volume and pump logs looked normal.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient had symptoms return approximately five years ago. The patient¿s catheter was replaced at that time. The catheter replacement resolved the patient¿s symptoms and the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device, other components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. Updated to reflect the information received on (B)(6) 2017. (B)(4).

Event description:
Additional information was received on (B)(6) 2017 from the manufacturer¿s representative (rep). Follow-up contact information was provided. The rep also reported that the patient stated that they hadn¿t been feeling well and had increased spasticity leading to the catheter revision. The catheter revision reported resolved the issue. Additional information was received on (B)(6) 2017 from the patient¿s healthcare provider (hcp). The hcp reported that the patient was experiencing increased spasticity and underwent an MRI prior to the catheter replacement. The MRI took place on (B)(6) 2012. Visualization of the patient¿s catheter from the level of t4-t5 to t11 was accomplished with no gross abnormality was appreciated. During the MRI, levoscoliosis, cervical spinal fusion instrumentation, t2 and stir hyperintensity is present at the c2-c3 and c5-c6 levels, and cystic myelomalacia were all observed. On (B)(6) 2012, the patient was seen again by the hcp for a follow-up procedure. It was reported that the patient had been experiencing a progressive recurrence of their spasticity. A second hcp attempted to give the patient a bolus with no effect. However, the pump side port was able to the aspirated and no volume discrepancies were noted during the patient¿s refills. It was confirmed that the MRI did not show any evidence of granuloma formation, though some hint of arachnoid loculations or cysts in the region of the catheter tip was detected. X-rays showed no break in the catheter. The hcp suspected that the cause of the catheter not functioning was the cystic formation near the catheter tip in the subarachnoid space. It was decided that a catheter revision should be done. The patient¿s catheter replacement surgery was scheduled for (B)(6) 2012. It was reported that the pump itself had been tested and was felt to be functioning normally, indicating a catheter problem. The patient was prepped for the surgery, anesthetized and endotracheally intubated. The patient¿s original incision scars were reopened and the patient¿s pump and old catheter were removed. When the hcp attempted to advance the patient¿s new catheter in the lumbar cistern, but the catheter met with resistance at t10 and began coiling. The catheter, needle, and stylet were removed and advancement was attempted again. Again, the catheter met with resistance at t10 and began to coil. The catheter, needle, and stylet were all removed again. Advancement was attempted a third time with the catheter directed laterally to the left, rather than superiorly as in the previous two times. This time the catheter met with no resistance and the catheter was advanced to t5. Cerebrospinal fluid flow was confirmed. A new catheter tunnel was made and the catheter was attached to the pump, which had been soaking in antibiotics on the back table. The pump was placed in the patient¿s pump pocket and the pocket was re-stitched. The patient was awakened, extubated, and then sent to the recovery room in stable condition. The patient¿s medical history included spastic quadriparesis due to an unusual spinal injury related to a tiger attack.